Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre 2 sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that she "feels an electric shock on her arm" while using a freestyle libre 2 sensor. Customer further reported feeling the electric shock while showering. There was no report of death, serious injury, or mistreatment associated with this event.